Event description:
User facility alleges the ventilator would not hold pressure and ventilate patient on 100% o2 with respiration rate 20. Tidal volume settings were not provided. The patient was being transported to MRI. The user facility claims the ventilator did not deliver the high volume that the patient needed. When the patient's oxygen saturation dropped, a clinician took the patient off the ventilator. No injury to the patient was reported.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from international affiliate. Smiths medical pm, inc. Kits a patient circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. After the alleged failure was discovered, the user facility tested the ventilator with a test lung in various areas of the hospital (intensive care unit and radiology unit) on wall oxygen, and the ventilator did not deliver the high volume. According to the user facility, the ventilator did not have an issue when it was used on patient for lower volumes of gas. The smiths medical pm issued regulator, hose, and disposable patient circuit were used on the patient at the time of the incident. The ventilator was returned without accessories to the smpm technical service department for evaluation. The ventilator underwent performance testing and the failure mode could not be reproduced. A technical service representative contacted the user facility and suggested that they check their supply line and gas supply. The ventilator was returned to the user facility. Regulators on the quick connects for wall oxygen lines have become common practice in recent years to prevent excessive loss of oxygen if the line is not turned off. The maximum age of the user facility is approximately two years (with some units only months old). It is possible that this facility has the regulators, which would inhibit large volumes. Smiths medical pm has requested the unit along with all accessories and a quick connect to be returned for further evaluation to determine if this is the root cause.